Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pp is not working the last week, its not connecting to the implant. Patient services (ps) asked patient to replace the batteries in the pp after replacing the batteries, patient described the ins charge battery icon on the pp screen. Ps reviewed meaning of the message and recommend patient get the recharger to charge the implant. Patient stated she charged the implant last night to 3/4. Ps confirmed the pp was not wet or dropped. The call is dropped while patient is getting her recharging equipment. The issue was not resolved. Ps called patient back and left two messages to call ps back for assistance. Patient stated she sees dr (B)(6) in ny for her scs therapy. Patient called back and recharging the implant and getting 6 coupling bars shaded and ins is 3/4 charged, ther apy is on, insr almost fully charged up. Patient stated her arm is hurting and she is not getting relief from the therapy and therapy is not on. Ps reviewed icons and information on the recharger screen and patient said she is seeing the light bolt on the recharger screen. Ps reviewed information. Ps reviewed pp and recharger are functioning as designed. Ps recommend patient consult with hcp ofc for next steps. Ps provided hcp name / number on patient record. Pt called back stating they are still having problems with the programmer and clarified that the screen is blank/unresponsive. Not wet/dropped. Ps asked caller about new batteries- caller confirmed. Caller tried stretching the springs in battery compartment and confirmed battery orientation and still blank unresponsive. Ps sent email to repair to replace the programmer. Ps reviewed stim on/off buttons on recharger for the interim. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). After the patient was redirected to their healthcare provider (hcp) to address to connect to their implantable neurostimulator (ins), the patient stated that the cause was determined. They were sent a new part that they needed to charge their stimulator with. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97740 programmer (s/n (B)(6) ) revealed that the telemetry board was replaced due to corrosion causing no power. .the back case was replaced due to battery corrosion. .face plate was replaced due to being scratched. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.